Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned 1.5mm hex driver tip, locking groove (part number 80-0728, batch number 561788) was examined visually under magnification. The driver exhibits a breakage at the tip end (read: the end with the drive feature). The remaining evaluation will be for the main body of the returned driver, as the tip was not returned. The main body of the driver terminated in a multi-part complex of fractured surfaces: one major fractured surface, and one smaller ancillary fractured surface. None of the observed fractured surfaces were perpendicular to the axis of the device; the junction of fractured surfaces involved multiple surfaces that were all oblique to the axis of the device in some form. The major fractured surface was partially cupped; both fractured surfaces were sporadically textured, and regions adjacent to the fractured surfaces exhibit no stretching or necking (i.e. No signs of ductility). The observed device damage did not suggest a ductile failure mode, nor failure from fatigue. Observed phenomena suggested a brittle failure mode; brittle failure may occur when unusually large torques were applied to devices. Devices that have failed in pure torsional loading conditions (i.e. Over-torque) usually had a singular flat fractured plane that was perpendicular to the device axis. Devices that failed in complex loading conditions beyond pure torsion (i.e. Over-torque with potential additional off-axis loads) exhibited a flat or cupped fractured plane, as well as potential multiple/complex fractured plane setups, which were oblique/angled to the device axis. Devices that failed in torsional loading exhibited some level of deformation/twisting of relevant engaging features about the axis of the device. Devices exposed to complex loading scenarios additionally exhibited off-axis deformation/bending of relevant features. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined. Corrected data: type of investigation code (annex b): updated 3331 and 10. Investigation findings code (annex c): updated to 3243.

Manufacturer narrative:
Per information received, it was indicated the device was available for evaluation. However, the device has not been returned at this time. A follow-up will be submitted at the time of the product's return and evaluation.

Event description:
It was reported during surgery that when the surgeon was tightening a screw the driver tip broke off in the head of the screw. The surgeon was unable to remove the driver tip from the head of the screw, therefore it remains in the patient's body. The surgery was completed with no delay. No adverse patient consequences were reported. This report is related to report number 3025141-2024-00753 for the screw involved in this event.